Manufacturer narrative:
(B)(4).

Event description:
It was reported that post sensed t wave oversensing was observed via a merli.net transmission. The device was reprogramed. Patient was asymptomatic.